Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. The monitor passed all functionality testing. Upon investigation, the front response button was intermittent. The root cause for the intermittent response button was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported a problem with the response buttons.